Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. It was noted that the patient had multiple sessions of unrelated surgeries performed during this time. After a firmware download, normal device function resumed. The patient's condition was stable post event.